Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was not further specified. One day before the event onset, the patient was hospitalized due to loss of appetite and decreased electrolytes. One day after being hospitalized, cloudy effluent was observed and the patient was diagnosed with peritonitis. The patient was treated with an unspecified antibiotic (intravenously, dose, frequency and duration not reported) for peritonitis. On an unknown date, the patient was discharged and was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.